Event description:
It was reported that the patient's computed tomography (CT) scans indicated there is some degradation of the outflow graft with moderate stenosis at some sites. The patient's hemodynamics and ventricular assist device (vad) readings were normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a2: patient age was requested, but not provided. Manufacturer's investigation conclusion: the reported outflow graft degradation and stenosis could not be confirmed as no product was returned for evaluation and no images were provided for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2015. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.